Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited a loss of capture. A lead dislodgement was suspected which was confirmed via a chest x-ray. The patient was noted to have a torturous anatomy. The lead was turned off, the date was unknown. The patient was seen on (B)(6) 2014 and only had right ventricular pacing. No patient symptoms were reported.